Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device reflected heat with a reading of 119 degrees fahrenheit at the tip of the attachment, which was greater than manufacturer's specification of 118 degrees fahrenheit. It was also noted that vibration was observed. Therefore, the reported condition was confirmed. It was further noted that the nose tube bearings were worn out and corroded. The assignable root cause was determined to be worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the attachment device had vibration and high temperature. The event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention and prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.